Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The patient support center received a call from a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position for 8 years and 6 months. Patient states her valve currently has a leak and she is experiencing new onset shortness of breath. After recent cardiac cath, cardiologist informed her she may require surgery. Cardiology follow-up is scheduled for next month.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). "The patient support center received a call from a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position for 8 years and 6 months." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
It was learned from patient support center, investigation and medical records, that a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position for 8 years and 6 months with moderate stenosis and mild regurgitation. The patient presented with shortness of breath. After a recent cardiac cath, cardiologist informed her she may require surgery. No planned intervention at this time. Cardiology follow-up is scheduled for next month. Per the medical records and a hotline/call, the patient stated, that her valve is currently has a leak and she is experiencing new onset of shortness of breath. Tee demonstrated tricuspid valve with moderate stenosis (mean gradient 7.547 mmhg) and mild regurgitation. The patient underwent right and left heart cath with coronary angiography which confirmed moderate tricuspid valve stenosis. The patient was advised to resume home medication and was discharged home on the same day.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (device code, type of investigation, investigation conclusions). "It was learned from patient support center, investigation and medical records, that a patient with a 25mm 7300tfx mitral valve, implanted in the tricuspid position for 8 years and 6 months with moderate stenosis and mild regurgitation." Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including implant duration and low pressure off-label tricuspid position, exacerbated by the patient's congenital heart disease (avsd), chronic heart failure and complex surgical history.